Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited failure to capture, unspecified over-sensing resulting in inappropriate automatic mode switch episodes. No intervention was performed. The patient experienced no consequences.